Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a driveline infection on (B)(6) 2014. Cultures taken showed rare (B)(6). Unspecified drug therapy was given. The infection reportedly resolved on (B)(6) 2014.

Manufacturer narrative:
(B)(4).the patient remained ongoing with lvad therapy at the time of the event. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. The instructions for use list driveline infection as a potential adverse event with heartmate ii left ventricular assist systems. No further information is available at this time. The manufacturer is closing its file on this event. Placeholder.